Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the patient underwent mistlif at levels l3-l5 to treat lumbar canal stenosis and mild spondylolisthesis at l3-l4. Cage was placed at l3-l4 as well as cage with 12 degree at l4-l5 was used. One side was performed with open procedure. Other system was used for the other side. The instrumentation of the system was conducted smoothly until compression when a tab of the l3 screw was broken. Compressor/distractor ab" was used for the procedure. After the event, surgeon used a rod reducer plier (rrp) instead and completed his procedure without any troubles. This event delayed surgical time within 15 minutes. The products came in contact with the patient. No patient complications were reported.